Event description:
Customer reported that a malfunction occurred when pump was accidentally dropped while changing a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issue persisted.